Event description:
(B)(6) pt regarding using her whisperject autoinjector device. Pt states it has misfired a few times before and now it's getting much worse. Pt states she attempting to open injector and repair it but noticed a lot of medication inside the autoinjector. Pt states autoinjector is not functioning at all at this point and pt is requesting a replacement whisperject device. Pt states this has been going on for more than 6 months, and she has been missing doses and not consistently taking medication. No ade reported; unknown if available for return; unknown lot/expiration. Unknown if md aware. No further information known. Device used to inject glatiramer at above dose and frequency. Reported to (B)(6) by pt/caregiver.